Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a ovariectomy, the patient which was a cat had suture dehiscence that caused a hernia, needing a second surgery to be fixed. Required a second stay at veterinary hospital and caused an extension of surgery time of more than 30 min.